Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both 4 cm rear tip extenders were visually inspected and no damage or abnormalities were identified. The first cylinder was microscopically inspected and leak tested. Microscopic examination identified a hole in the proximal end of the cylinder consistent with sharp instrument damage, with tool marks observed surrounding the hole. Leakage testing confirmed fluid loss from the proximal region of the first cylinder consistent with the sharp instrument damage. The second cylinder was microscopically inspected and leak tested. Wear was observed at a fold in the distal region of the cylinder; however, leakage testing was successfully completed without evidence of fluid loss. The pump was microscopically inspected, leak tested, and functionally tested. No damage or abnormalities were identified during inspection, and leakage and functional testing were successfully completed without abnormalities. Based on the available test results and investigation, product analysis identified sharp instrument damage to the first cylinder resulting in fluid leak. The sharp instrument damage is considered a secondary finding likely introduced during explant, and the reported allegation of a device mechanical issue could not be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of mechanical malfunction (leaks, incomplete inflation/ deflation, kinking) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly. A new tactra device was implanted. No additional information was reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly. A new tactra device was implanted. No additional information was reported.